Event description:
It was reported that pump displayed malfunction alarm malf 12 with fault ID 12-0x2071, and no notable events occurred prior to the issue. There was no adverse impact to the customer's blood glucose level. Customer had not yet reset pump for this malfunction, so technical support provided pump reset instructions and advised customer to follow up once they were able to reset pump, and no additional information was received regarding the outcome of the event.